Event description:
It was reported that the pump stopped working during in inflatable penile prosthesis (ipp) implant surgery. All of the ipp components were removed. The patient was doing good following the surgery. There were no patient complications as a result of this event.